Event description:
Reporter alleged discrepant results in the displayed blood glucose value versus what the voice activated system indicated as a result. Customer stated the meter displayed a result of 200.3 mg/dl versus the voice activated system indicated the result was 11.3 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.